Manufacturer narrative:
Other devices involved in this event: serial #: (B)(4) - battery / catalog number 1650 / expiration date 31/mar/2018 di #: (B)(4). Device available for evaluation: yes, 11/aug/2017 device evaluated by MFR: yes device manufacture date: 11/mar/2017. Labeled for single use: no (B)(4). Serial #: (B)(4) - battery / catalog number 1650 / expiration date: 31/mar/2018 di #: (B)(4). Device available for evaluation: yes, 09/aug/2017. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun device manufacture date: 10/mar/2017. Labeled for single use: no (B)(4). It was reported that the patient was experiencing critical battery alarms. Three batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned (B)(4) revealed that devices passed visual inspection and functional testing. Failure analysis of the returned (B)(4) revealed that the device passed visual inspection and failed functional testing due to an abnormal cycle count and high max error most likely due to communication errors. The reported event was confirmed via review of the controller log files, which revealed 2 critical battery alarms involving (B)(4). Data logs covering these critical battery alarms were not available for analysis. Controller log files also revealed 1 critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. The controller, (B)(4), in use during the event did not have the smr upgrade. The manufacturer has opened an internal investigation to evaluate communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
**Other devices involved in this event: (B)(4) - battery / catalog number 1650 / expiration date 31/mar/2018. (B)(4). Device available for evaluation?: yes, 11/aug/2017. No, device evaluation anticipated, but not yet begun. Device manufacture date: 11/mar/2017. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 31/mar/2018. (B)(4). Device available for evaluation?: yes, 09/aug/2017. No, device evaluation anticipated, but not yet begun. Device manufacture date: 10/mar/2017. Labeled for single use?: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in clinic, where they reported that they had experienced critical battery alarms with batteries that had greater than 50 percent charge at the time of the alarm. Log files confirmed that one of the batteries had a critical battery alarm and had 51 percent charge on the last data point prior to the alarm. The patient stated that the other two batteries also experienced a critical battery alarm. No damage to the controller power ports was reported. The batteries were taken out of use and were replaced. No patient complications have been reported as a result of this event.